Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump was received with operating currents within spec. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump alarmed replace battery now after battery change. It was reported that the customer called back after battery cap replacement was sent and with the problem persisted. The insulin pump was returned for analysis.